Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted: 3013450937-2023-00288, 3013450937-2023-00289, 3013450937-2023-00291, 3013450937-2023-00292, 3013450937-2023-00293, 3013450937-2023-00294, 3013450937-2023-00295, 3013450937-2023-00296.

Event description:
The patient coded during surgery and died the day after on (B)(6) 2023. Patient underwent distal fracture femur of non-onkos implant.

Manufacturer narrative:
On (B)(6) 2023, an 86-year-old female patient who had allegedly suffered from a femoral fracture, underwent a revision surgery to receive an eleos distal femur replacement. During the surgery, the patient coded but did not pass away until the following day, on (B)(6) 2023. The surgeon, dr. (B)(6), reportedly stated that the cause of death was a reaction to the bone cement. Based on the review of device history records, the investigation concluded that the root cause of this adverse event was not related to the design, manufacture, and/or sterilization of the eleos segmental stem, stem extension, and tibial baseplate implants. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects. The root cause of this complaint was not determined. The following mdrs are related to this case: 3013450937-2023-00288, 3013450937-2023-00289, 3013450937-2023-00290, 3013450937-2023-00291, 3013450937-2023-00292, 3013450937-2023-00293, 3013450937-2023-00294, 3013450937-2023-00295, 3013450937-2023-00296.

Event description:
On (B)(6) 2023, (B)(4) reported that an 86-year-old female patient who had allegedly suffered from a femoral fracture involving a non-onkos implant system, underwent a revision surgery to receive an eleos distal femur replacement. It was further reported by the distributor, (B)(4), that during the surgery the patient coded but did not pass away until the following day, on (B)(6) 2023. (B)(4) further reported that during his conversation with the surgeon, doctor (B)(6), the surgeon reportedly stated that the cause of death was a reaction to the bone cement.